Event description:
It was reported that the physician attempted to pass a balloon across the original occlusion but were unable. At this point the decision was made to perform surgery.

Manufacturer narrative:
The device and angiograms were not returned for investigation. From the complaint description it was noted there was severe anterior wall calcification was present at the access site and extending throughout the vessel. Additionally, the access site was positioned very close to a side branch. A balloon pump was placed for 24 hours prior to procedure. Manta was deployed and hemostasis was immediate. Post procedure angiogram showed a complete occlusion distal to the access site. A surgical cut down was performed, and manta was then explanted. The cause of the vessel occlusion is inconclusive. An attempt was made to gain clarification on the location of the manta implant and findings from the surgical cut down; however, these were unable to be obtained. The IFU lists warning do not use in patients with severe calcification of the access vessel; and do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The device history record (DHR) documentation review showed no indication that the handle device did not meet specifications. Risk documentation was reviewed and occlusion was identified as a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable limit. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU lists vascular complications resulting in stenosis requiring surgical repair as a possible adverse event. The us IFU provides a statement in the warning section that manta should not be used if the puncture site is at or distal to the bifurcation. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was preformed on (B)(6) 2019. The patient was a female. Her left femoral artery measured 8mm and was described as having "severe anterior wall calcification." It was explained that there was an anterior stick and that it was very close to side branch. A 9f sheath with a balloon pump was in for 24 hours prior to the tavr. Calcium was seen at the access site. Manta18f was deployed for closure and immediate hemostasis was seen. A "groin shot" showed an occlusion distal to the manta implant. A surgical cut down was performed and the manta was removed from the patient.